Manufacturer narrative:
Medtronic received additional information that the annuloplasty ring could not repair the patient's severe regurgitation and that there was residual regurgitation after implant. The physician did not believe there were any issues with the ring itself. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this mitral annuloplasty ring, the ring was explanted and replaced with a bioprosthetic valve. The reason for the replacement was not reported. No additional adverse patient effects were reported.